Manufacturer narrative:
The unit subject of the event was returned to steris for evaluation and it was determined that the pinion gear for the slide motor was damaged which allowed the tabletop to slide without being commanded to do so. The technician replaced the slide motor, tested the table, confirmed it to be operating properly, and returned it to service. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the 5085 surgical table and was able to duplicate the reported event when the table was in trendelenburg position. Based on the technician's inspection, the slide motor required replacement. The technician replaced the slide motor, tested the unit, confirmed it to be operating according to specifications, and returned it to service. The slide motor is being evaluated by steris. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure their 5085 surgical table was in trendelenburg position when the tabletop began to slide in a downward direction. The table was repositioned, and the procedure was completed successfully. No report of injury or procedure delay.